Manufacturer narrative:
The cause of the injury was operator inattention. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
An operator was performing standard operations with the bcs analyzer. While distracted, the operator self-inflicted a deep scratch against the sample probe. No stitches were required but the operator underwent biohazard exposure workup including precautionary hepatitis c and hiv vaccines.